Manufacturer narrative:
Corrected data: h6: health effect - clinical coderequired field.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain and ineffective therapy post permanent implant. The patient's lead had migrated which was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2024 during which the lead was repositioned to address the issue.